Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The root cause of the reported damage to the iui and the burning odor was confirmed and replicated during the external inspection and the laboratory testing. The ¿as received¿ inspection of the pump module found the right (male) inter-unit-interface (iui) connector was observed with corrosion on the second (2) pin and it was burnt on pins thirteen (13) and fourteen (14). The left (female) iui connector was observed in good conditions. Internal inspection observed no obvious anomalies with any electrical or mechanical components. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured in bd. A review of the pump module error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log showed that the data sequence is incomplete, therebefore it was not possible to perform a full analysis of the events. There was no data for the reported event date on pump module. The facility did not provide infusion details. The review of the logs observed the last programmed infusion administrated by the suspect (s/n (B)(6)) on 22 april 2025; with a rate of 11.93 ml/hr and a volume to be infused (vtbi) of 90 ml from 1:11 am to 5:15 am with no alarms noted. A functional test was performed on the suspect pump module in the ¿as received¿ condition. The suspect pump module was attached to a dchu known good pcu unit and it was powered on. The pcu only recognizes the pump module when it is attached to the right side (connected via the left iui of the pump module). If it is connected to the left side (via the right iui), it is not recognized and burns out. A continuity test was performed on the male iui connector using a digital multimeter, the continuity was measured on the adjacent pins of the right iui observing pins fourteen (14) and fifteen (15) were shorted. The male iui was replaced with a known good male iui, and a basic test infusion was completed successfully after forty-eight (48) hours with no alarms or reoccurrence of thermal activity from the pcu. The system was tested through asm to verify no damage had occurred to the devices due to the thermal damage. Test results show the devices passing all preventive maintenance tests (with known-good iui connector). The bd alaris¿ system with guardrails user manual v12.1.3 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. In addition, the best practices for cleaning alaris system devices tip sheet states to inspect the iui connectors on each bd alaris pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs, or cracks. Apply 70% ipa directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Never allow any cleaner other than 70% ipa to contact the iui connectors. The device was reported to have no patient involvement. Note to repair center: suspect pump module (s/n (B)(6)) please re-torque all screws and replace the male iui. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged iui & has burning odor. There was no patient involvement.

Event description:
It was reported that the device had damaged iui & has burning odor. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.